Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('complete perforation - coil was found in the left side between the uterus and bladder embedded with the peritoneum') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (3 vaginal deliveries), pregnancy and pregnancy termination. No previous gynecological intervention. No uterine abnormal findings. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain and fallopian tube perforation to be related to essure. The reporter commented: essure was implanted during follicular phase. The essure´s insertion was easy and there wasn´t more than 1500cc fluid loss during hysteroscopy. The procedure took less than 20 minutes. There were no complaints immediately after insertion. The perforation did not occur before deployment. Essure was removed because of patient request. During laparoscopy, the left coil was not found - it was detected later on computed tomography. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2020: in right tube, essure was in the correct position. The left coil was found in the left side between the uterus and bladder, embedded with the peritoneum. Ultrasound scan vagina - on (B)(6) 2015: the coils seemed to be in the accurate position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: perforation questionnaire received: medical history, lab data, insertion details provided. The adverse event device dislocation was updated to fallopian tube perforation, and the event pelvic pain female was updated to abdominal pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('complete perforation coil was found in the left side between the uterus and bladder embedded with the peritoneum') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (3 vaginal deliveries), multiple pregnancy and pregnancy termination. No previous gynecological intervention. No uterine abnormal findings. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain and fallopian tube perforation to be related to essure. The reporter commented: essure was implanted during follicular phase. The essure´s insertion was easy and there wasn´t more than 1500cc fluid loss during hysteroscopy. The procedure took less than 20 minutes. There were no complaints immediately after insertion. The perforation did not occur before deployment. Essure was removed because of patient request. During laparoscopy, the left coil was not found it was detected later on computed tomography. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Computerised tomogram pelvis: on (B)(6) 2020: in right tube, essure was in the correct position. The left coil was found in the left side between the uterus and bladder, embedded with the peritoneum. Ultrasound scan vagina: on (B)(6) 2015: the coils seemed to be in the accurate position. Date of sample received at quality unit 2020-11-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: updated quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device intra-abdominal location') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (3 vaginal deliveries). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown and the pelvic pain had not resolved. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device intra-abdominal location') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (3 vaginal deliveries). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown and the pelvic pain had not resolved. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.